Event description:
It was reported that during right ventricular (rv) lead replacement, the tip was retained in the device header. The wire was cut and the lead was surgically abandoned. No additional adverse patient effects were reported.